Manufacturer narrative:
The device is not available for analysis. No conclusion can be drawn at this time.

Event description:
This lead was explanted and replaced due to fracture. Should additional information become available, this file will be updated.